Manufacturer narrative:
(B)(4). Suggested component code: mechanical (g04) - stem. D10: cat# ep-200146 lot# 66010643 28 x 40mm dm bearing. Cat# 00-8775-028-02 lot# 3168187 28mm +0mm ceramic 12/14 head. Cat# 110024462 lot# 66148765 g7 dual mobility liner 40mm d. Cat# 00801102020 lot# 66299313 allen medullary cement plugs 1-20 mm diameter flange/10 mm diameter core store in cool dry place. Cat# 010001002 lot# 7182254 g7 screw 6.5mm x 45mm. Cat# 010001001 lot# 7585692 g7 screw 6.5mm x 40mm. Cat# 110010263 lot# 65885992 g7 osseoti multihole 50mm d. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
The patient underwent an initial hip procedure on an unknown date. It was reported the patient sustained a comminuted femoral fracture that required revision of the femoral stem. Attempts have been made and no further information has been provided.